Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one (1) 3.5mm dynamic compression plate (dcp). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with one (1) 3.5mm dynamic compression plate (dcp) and five (5) screws for an ulna fracture on unknown date. X-rays were taken on unknown date for unknown reason; it is unknown if patient experienced any adverse event(s). It was soon confirmed that the patient did have a non-union. On (B)(6) 2016, the patient underwent revision surgery due to the non-union; the devices were easily removed and were intact. The patient was revised to another 3.5mm dynamic compression plate (dcp) and five (5) screws. The revision surgery was successfully completed with no surgical delay or patient harm reported. The patient's status/outcome was reported as stable. This report is for one (1) 3.5mm dynamic compression plate (dcp). This report is 1 of 2 for (B)(4).